Event description:
It was reported that the sensor needle detached. Blood glucose reading was 11.3 mmol/l. The needle was stuck in the needle shaft. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 2 opened/used needles and performed visual inspection and found both introducer needle bent. Unable to confirm if customer received needles in said condition due to customer returning opened/used.